Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1kc21048 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient stated they experienced pain in their back. It has happened since the implant. The patient stated they were in pain all day long every single day. Sometimes the pain was so bad that they had to cancel events and meetings. It is unknown if they were prescribed anything for the pain. The patient was assisted with turning the stimulation off to rule out pain. When the therapy support specialist spoke with the patient, the patient said they do better with the stimulation off. Additionally, the patient had surgery to explant their neurostimulator and tined lead. The physician decided the patient was no longer a good candidate for the device. There was no further patient complications reported.